Event description:
Patient reported left side "pain." Patient additionally reported "rupture," and "silicone migration." Device remains implanted.

Event description:
Patient reported left side "pain." Patient additionally reported "rupture," and "silicone migration." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, pain.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, opening on the device ,but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles were observed, on the shell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, left side "pain". Patient additionally reported, "rupture" and "silicone migration". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.